Manufacturer narrative:
Method - complaint history analysis, mfg record rev, risk assessment and visual inspection. Results - complaint history analysis, (B)(4). Risk assessment, no adverse consequences in this case, though worst case scenario would be prongs falling into pt cavity and surgeon would need to remove them. Visual inspection, prong at tip was broken, overall product condition indicated normal wear which corresponds to the product's age. Conclusion: there was no pt interaction as the deformity was found before the surgery. The prongs are designed to be sufficiently long enough to create a rigid connection with the screw to drive it into the pedicle. This design can lead to bending force on the prong, especially when the outer sleeve is not used and the tip is not fully seated into the tulip head.

Event description:
Ms (B)(6) nurse of the hosp reported to our sales rep d k that she was checking the instruments prior to a surgery. During this she observed that the cog of the both screwdriver shafts were broken off.